Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used for a rotablation procedure. During set up of the device, it was observed that no rpm speed was displayed. The device was rebooted and the fiber cable was reseated, however the issue was not resolved. There were no patient involved during the event.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Lot number updated from unknown to rc-3553. Device manufactured date- this console was manufactured in september 1995. Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted that the void seal was broken and customer applied materials such as labels on the console. The serial number was also nearly illegible and there was moderate rusting in the dynaglide button. Hose separation was observed on the triple bore hose was also noted on the returned foot pedal. Functional check of the console observed no rotational display caused by massive gas/air leak at turbine pressure switch and there was no burr rotation while functional check on the foot pedal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used for a rotablation procedure. During set up of the device, it was observed that no rpm speed was displayed. The device was rebooted and the fiber cable was reseated, however the issue was not resolved. There were no patient involved during the event.